Event description:
Home patient reported abdominal discomfort and cloudy effluent on 5/8/1998 and was diagnosed with peritonitis. Home patient was treated outpatient with intraperitoneal antibiotics. No product failure was indicated. Per health care professional, cause of peritonitis is unknown. Home patient states he reuses 12 ft extension drain lines for 2 weeks and homechoice set for 2 days.